Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. Section h6: health effect impact code: 4625 (pt-unplanned vitrectomy : surgical intervention, hs-incision enlarged : intra operative complications, pt-sutures : surgical intervention). Section h6: health effect - clinical code: 4581 incision enlarged. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon inserted the intraocular lens (iol) lens and then had to cut it out and a vitrectomy was performed. It was stated that there was capsule tear, so iol was removed from the patient's left eye and replaced with a non johnson and johnson iol during the same procedure. An incision enlargement and sutures were required. The patient was well post-operatively (op) and no product will be returned for evaluation. No other information was provided.